Event description:
It was reported that the tandem-provided usb charging cable became frayed and exposed wiring. There was no reported adverse impact to customer's blood glucose level. A replacement cable was sent to the customer to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.